Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID addrl1 ipg implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that the atrial lead had high bipolar impedance. An x-ray indicated that the atrial lead pin did not appear to be fully inserted into the device header. The patient was brought back into surgery, the atrial setscrew was loosened and the atrial lead pin was re-seated fully. The setscrew was retightened and all electrical measurements were within normal limits. The device and lead remains in use. No patient complications have been reported as a result of this event.